Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: destination, corsair pv; stent: smart. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the 100% re-stenosed non-abbott stent in the superficial femoral artery (sfa), a command guide wire was advanced, but failed to cross the lesion. The device was difficult to steer and the tip was noted to be detached, but remained inside the guide catheter and was removed with the guide catheter. The procedure was completed with a non-abbott guide wire and non-abbott stents. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.